Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to pt injury previously. Device issue: distal shaft separation. It was reported that during the procedure, an attempt was being made to advance the promus stent delivery system (sds) over a pressure, but there was trouble advancing it; subsequently, the distal shaft of the sds shattered outside of the pt. The procedure was completed using another promus sds with a coronary wire. No pt effects were reported. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). (B)(4).